Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon got stuck- vagina [foreign body in reproductive tract]. String came out - tampon [device breakage]. Had a hard time getting it out- tampon [complication of device removal]. Case narrative: family member reported via phone that her daughter removed her tampon, and the string came out, but the tampon got stuck. No serious injury reported.